Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc ( importer) the device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, (B)(4) on the 26th may 2011. On receipt of the device the history and memory logs were downloaded. A test pad-pak was inserted into the device and it successfully passed an auto self-test then passed a self-test during a manual power cycle. The device failed to power off using the on/off button. The operation of the on/off button was tested by measuring the change in resistance when the on button was depressed. Although a change in resistance was measured the on button remained high when depressed indicating a failure of the membrane. This would account for the device failing to power off using the on/off button. Upon visual inspection of the membrane tail corrosion was observed on track 13 (on button).the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.